Manufacturer narrative:
Lot number previously reported on initial MFR# 1049092-2013-00373, reported to the FDA on december 19, 2013 is invalid. The following codes were reported in error on initial MFR#: 1049092-2014-0032, reported to the FDA on july 18, 2014 and have been corrected with the appropriate codes: (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 14, 2016, (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that skincare is performed as follows; uses smith and nephew unisolve adhesive remover; cerave soap for cleansing; dries with a hair dryer to ensure dryness; 3m cavilon no sting protective barrier; brava barrier strips to picture frame his wafer and changes wafer every one (1) to two (2) days; in addition an ostomy belt is worn. Recommendations to end-user are as follows: apply a stomahesive barrier prior to applying the wafer to his skin as well as cutting the white tape collar off of his wafer until samples are received. Lastly, report states that the lot number provided is for the current box of wafers which is currently being used, not the box used when he first started using this wafer; in addition end-user was advised to notify convatec for additional instructions, if issue persist. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It was reported tha the end-user developed redness at the right lower quadrant (rlq) of peristomal skin located under the ostomy tape collar except at the proximal end. It is further reported that end-user was seen by his dermatologist who ordered prescription desoximetasone cream to treat the affected site.